Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8009633. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shocking and burning sensations, and migration of bilateral leads. Surgical intervention was undertaken wherein the leads fragmented and remain partially implanted in the patient. It is unknown which lead was at fault.